Event description:
It was reported that during implant, the right ventricular (rv) lead helix would not extend or retract. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.